Event description:
The report received from the affiliate indicated that four (4) days after the index procedure the patient complained of chest pain and developed an acute myocardial infarction (ami). Coronary angiography was done and thrombus was observed inside the previously implanted cypher stent and also distally. The sub acute thrombosis (sat) was treated by percutaneous transluminal coronary angioplasty (ptca) using a sprinter 2.5 x 15 mm balloon at 14 atm for 30 sec, 18 atm for 60 sec, and 6 atm for 90 sec. The physician's comment was that the probable cause of the thrombotic event was because the cypher stent was implanted inside the heavily calcified lesion and was under-dilated. It (the event) is not related with a cypher product defect.

Manufacturer narrative:
The index procedure was an elective case. The target lesion for the procedure was the mid left anterior descending (lad) coronary artery. The lesion was pre-dilated with a 2.0 x 15 mm balloon at 10 atm for 30 sec. A cypher 2.5 x 28 mm stent was deployed at t14 atm for 5 sec. The stent was post-dilated with a 2.0 x 15 mm balloon at 18 atm for 30 sec. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.